Event description:
The hosp reported that they noted an increase in pressure at the inlet of the oxygenator on bypass, as well as flow. The unit was changed out during cooling with no affect to the pt.